Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not able to hold a charge. The patient had several surgeries and the physician believed the ipg was damaged. There will be no further course of action.

Manufacturer narrative:
Additional information was received that the surgeries the patient had were not device related and electrocautery was used. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected with the leads. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4) the explanted devices was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not able to hold a charge. The patient had several surgeries and the physician believed the ipg was damaged. There will be no further course of action.